Manufacturer narrative:
Follow-up 7/3/2016: customer called back due to persistent elevated bg levels. A bolus was delivered to address bg levels. A second system check with tandem technical support indicated there were multiple air gaps in the patient tubing at the infusion site connection. Customer primed tubing to remove air bubbles. The infusion site was change and insulin resumed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 308-341 (mg/dl) following a supply change. The customer indicated they would change supplies and deliver a bolus to address bg levels. During system check with tandem technical support, an air gap was noted in the patient tubing. The customer was guided through the fill tubing process to prime out the air bubble. Customer then inserted a new infusion site and resumed insulin.